Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ICD was in backup vvi mode. Patient came to clinic and the device was restored. No adverse events for the patient were reported.